Event description:
Patient suffered from a distal tibia fracture and was implanted with tibia nail and screw construct on an unknown day in (B)(6) 2010. On an unknown date, patient reported pain. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as unknown day in (B)(6) 2010.